Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in site 5 (type ii bone). Primary stability was achieved and osseointegration was not achieved. Immediate extraction site was involved in the event. The clinician states that the implant failed to osseointegrate. The implant was removed on (B)(6) 2012. The pt's medical history: diabetes mellitus.